Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 10 x 40 stent successfully deployed in the ostial left internal carotid artery (lica) during the study index procedure. There were no reported procedural complications, device deviations or adverse events reported during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The patient was asymptomatic for the procedure. The ostial lica lesion was reported to be: a 99% stenosis, 15 mm. Length, 6 mm. Reference diameter, mildly calcified, severely tortuous, eccentric, and ulcerated with thrombus present. The lesion was pre-dilated. The residual stenosis was 0%. Post-procedure, the patient was reported to have experienced an ischemic stroke. The event onset was gradual, not related to anticoagulation/a cordis product, and was related to the procedure. The event was characterized by right hemitaxia, dysarthria and reflex change. Recovery/duration of the event was unknown. The patient was discharged two days after the index procedure.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the cc has been updated to reflect receipt of the adjudication minutes. (B)(6) adjudication minutes were reviewed. The committee agreed with the coding of cva-major, ipsilateral, ischemic/embolic. This is in accordance with the file as it stands. The committee agreed with the coding of death, neurologic. The event of death had been previously captured as a non-complaint for chf leading to death. The file will be updated with a complaint for death, neurologic, procedure and device related and processed accordingly. The report received from the sapphire study indicated that the patient had a precise 10 x 40 stent successfully deployed in the ostial left internal carotid artery (lica) during the study index procedure. The ostial lica lesion was reported to be: a 99% stenosis, 15 mm. Length, 6 mm. Reference diameter, mildly calcified, severely tortuous, eccentric, and ulcerated with thrombus present. The lesion was pre-dilated. The residual stenosis was 0%. There were no reported procedural complications, device deviations or adverse events reported during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The patient was asymptomatic for the procedure. Post-procedure, the patient was reported to have experienced an ischemic stroke. The event onset was gradual, was not related to anticoagulation/a cordis product, and was related to the procedure. The event was characterized by right hemitaxia, dysarthria and reflex change. Recovery/duration of the event was unknown. The patient was discharged two days after the index procedure. The patient's medical history includes: hyperlipidemia, congestive heart failure, CABG, smoking, diabetes mellitus, coronary artery disease and hypertension. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15406044 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death; 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel, pharmaceutical and procedural factors may have contributed to the reported events.

Manufacturer narrative:
Additional information was received/(B)(6) adjudication minutes were reviewed. The committee agreed with the coding of cva-major, ipsilateral, ischemic/embolic. This is in accordance with the file as it stands. The committee agreed with the coding of death, neurologic. The event of death had been previously captured as a non-complaint for chf leading to death. The file will be updated with a complaint for death, neurologic, procedure and device related and processed accordingly. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the report received from the (B)(4) study indicated that the patient had a precise 10 x 40 stent successfully deployed in the ostial left internal carotid artery (lica) during the study index procedure. The ostial lica lesion was reported to be: a 99% stenosis, 15 mm. Length, 6 mm. Reference diameter, mildly calcified, severely tortuous, eccentric, and ulcerated with thrombus present. The lesion was pre-dilated. The residual stenosis was 0%. There were no reported procedural complications, device deviations or adverse events reported during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The patient was asymptomatic for the procedure. Post-procedure, the patient was reported to have experienced an ischemic stroke. The event onset was gradual, was not related to anticoagulation/a cordis product, and was related to the procedure. The event was characterized by right hemitaxia, dysarthria and reflex change. Recovery/duration of the event was unknown. The patient was discharged two days after the index procedure. The patient's medical history includes: hyperlipidemia, congestive heart failure, CABG, smoking, diabetes mellitus, coronary artery disease and hypertension. The device remains implanted and is not available for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15406044 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.